Manufacturer narrative:
B5 - the reporter indicated that post op astigmatism and a higher than expected vault were noted. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.00/+2.0/111 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022. The patient presented with a fixed dilated pupil post-op. The icl was in good position and iop was within normal limits. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Pt info: unk. Health impact clinical code: 4581 unreactive (fixed) pupil. Device code: 1494 this lens model is contraindicated for patients with age less than that of 21 years. Work order search: no similar complaint was reported for units within the same lot. (B)(4).